Manufacturer narrative:
.

Event description:
Procedure: lavh (laparoscopic assisted vaginal hysterectomy) according to the reporter, while the surgeon was putting the verastep trocar inside the expandable sleeve, the tip of the cannula broke off. No pieces of cannula however fell into the pt cavity. No pt injury was reported.